Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify a related trend regarding commonalities for complaint lot and customer reported event. The device history record was reviewed and did not identify any nonconformances, potential nonconformances, or deviations associated with lot number 66438be00. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I toxo igg reagent lot 66438be00 was identified.

Event description:
The customer reported false reactive alinity I toxo igg results generated on the alinity I processing module serial number ai21037 for one pregnant patient. The following results were provided: sid (B)(6) processed on (B)(6) 2024 toxo igg result = 5.8 repeated = 6.0 and 5.9 iu/ml. Sid (B)(6) processed on (B)(6) 2024 toxo igg result = 5.4 iu/ml (reactive) toxo igm = negative diasorin result processed on (B)(6) 2024 toxo igg result = negative <3.8 iu/ml and toxo igm = negative. Patient had previously tested negative for both toxo igg and igm in (B)(6). Between the october and (B)(6) testing the patient was vaccinated with the rubella/measles vaccine. Toxo igg reference range: = 3.0 iu/ml reactive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6) and sid (B)(6).

Event description:
The customer reported false reactive alinity I toxo igg results generated on the alinity I processing module serial number (B)(6) for one pregnant patient. The following results were provided: sid (B)(6) processed on (B)(6) 2024 toxo igg result = 5.8 repeated = 6.0 and 5.9 iu/ml. Sid (B)(6) processed on (B)(6) 2024 toxo igg result = 5.4 iu/ml (reactive) toxo igm = negative. Diasorin result processed on (B)(6) 2024 toxo igg result = negative <3.8 iu/ml and toxo igm = negative. Patient had previously tested negative for both toxo igg and igm in (B)(6). Between (B)(6) testing the patient was vaccinated with the rubella/measles vaccine. Toxo igg reference range: = 3.0 iu/ml reactive. There was no impact to patient management reported.